Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. Customer experienced the reported issues with two sensors, however both serial numbers are unknown. Populated as +1(000)000-0000 to ensure successful electronic submission of MDR. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported, "I have been using the abbott freestyle libre cgm for more than a year. I developed a rash at the application site while using my last 2 sensors." There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.